Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported pain on shoulder blade and arm, and that there are remains of the previous implant perceptible on the MRI and mammography performed. The device remains implanted. This record is for the right side implant.

Event description:
The device has been explanted.

Event description:
Patient reported pain on shoulder blade and arm, and that there are remains of the previous implant perceptible on the MRI and mammography performed. The device has been explanted. This record is for the right side implant.